Event description:
It was reported that the pump dropped because the patient lost weight. The pump was surgically repositioned on (B)(6) 2013. When they did the revision, the catheter looked "clumped up/kinked" in the pocket area so the physician disconnected it from the pump and confirmed csf (cerebrospinal fluid) backflow, then re-connected it to the pump. It was thought that a sutureless connector had been added to the existing catheter in 2011. As far as this reporter knew, there had been no reservoir volume discrepancies at refills. The pump event logs looked normal. The patient was on a high dose (1620 mcg/day) of lioresal in flex mode and the daily dose was increased 10% every time the patient was seen at the clinic. The physician did not want to decrease the daily dose post revision. It was later reported that the patient had been uncomfortable due to the position of the pump; she was not having any therapy issues. It was unknown if the patient¿s weight loss was related to her pump therapy. Following the revision, the patient did go into the doctor to get a decrease in her dose.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).